Manufacturer narrative:
This report will be amended when our investigation is complete.

Manufacturer narrative:
Persona posterior referencing sizer was returned with the complaint review. Inspection of the device confirmed that the tower sub-assembly rod of the device was found to be undersized upon measurement using calipers. This device is used for treatment. A supplier correction action was issued to (B)(4). Per the supplier's evaluation, the root cause was identified as the engrave and de-burr process caused the middle of the outer diameter (od) to be out of specification and the out of specification condition was not detected as the current inspection method only inspected the od at the two ends of the shaft. Corrective action taken by (B)(4) includes changing the mill/turn operation and adding an od grinding operation to generate the desired dimension. The inspection frequency at the grind operation was increased to 100% inspection for this feature. Complaint history search found no other complaints against this part/lot combination. Additional units in inventory at the supplier were measured 100% in 3 places (both ends and the center) with all units found conforming.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that there is too much play in the femoral sizer. The center toggle that displays the femoral sizes is smaller than normal. This creates a rocking motion when trying to size the femur which causes an incorrect size to be displayed.